Manufacturer narrative:
This is one event for the same pt involving two separate prod. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and as a result subsequently expired. Also, the event is alleged to be caused by the exposure to the prod administered during dialysis treatment.